Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the internal wire of the stent delivery system exited the guide wire port. During the procedure, the rx biliary stent delivery system was being backloaded over the guide wire. While loading the device outside of the pt, the internal wire from the stent delivery system exited the guide wire port along with the guide wire. The case was completed with another of the same device. There were no pt complications and the pt was reported to be "fine".

Manufacturer narrative:
Customer complaint of the wire being protruded from the rx window was confirmed. Received one rx biliary stent system inside the original open pouch with product label. Residue was present on the device to indicate use. A visual evaluation found that the guide catheter pull wire was looped out from the rx ramp window. Approximately 6.7cm of the wire had been pushed out of the ramp window. The ramp window appeared to be slightly twisted most likely due to the wire being looped out of the window. A functional evaluation found that when an attempt was made to retract the guide catheter, the pull wire could be pulled back into the extrusion and afterwards the guide catheter could be actuated. A second functional evaluation found that an 0.035 inch guide wire could be backloaded through the guide catheter and out the ramp window without issue. A review of the device history record was performed and revealed no related issues to this complaint. The most probable root cause is operational context most likely due to the position of the device during loading which caused the guidewire to come into contact with the pull wire causing the wire to loop out of the ramp window.